Event description:
The user purchased new test strips and when they inserted the code key into the device, the wrong code appeared as 772. The correct code is 372. The device was replaced and requested to be returned for evaluation.